Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated that 1st ins was replaced because the therapy never worked properly. Pt states ins 3058 serial number (B)(4) and lead were replaced because patient never had any control of symptoms. No further complications were noted or anticipated.

Manufacturer narrative:
Other relevant device(s): product ID: 3889-28, lot#: va17h0d, implanted: (B)(6) 2016, explanted: (B)(4) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 06-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient was implanted for bowel. Patient reported that their oms was replaced because it was not working properly and had a four months battery life left. They also stated that the stimulation was up so high and they had frequent bowel movements. Patient explained that it worked good at the beginning and the health care professional suggested to try a new device. Patient also mention that leads were probably not connecting and it was a problem internally. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient stated that they have an appointment with their health care professional and that they might need to tun stim off. It was reviewed how to do this, and he confirmed that stim is off, then reviewed how to turn it back on. No further complications were noted or anticipated